Event description:
Customer's spouse called lfs in 6/02 alleging the meter was not powering on. This issue was not resolved with troubleshooting. Customer experienced symptoms of shaking. They did not receive any treatment. Meter has been replaced.